Event description:
Patient presented to physician immediately following implant surgery with pneumothorax resulting in pain while breathing. Physician placed a chest tube and admitted the patient overnight to address the issue.